Manufacturer narrative:
Event date is estimated. A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer report number: 3006705815-2023-00990. Related manufacturer report number: 3006705815-2023-00991. It was reported an infection was present at the patients lead site and travelling downwards to the ipg site. In turn, the patient had their system explanted on (B)(6) 2022.